Event description:
The article "residual mitral regurgitation interacts with transmitral mean pressure gradient to modify the association with mortality following transcatheter edge-to-edge" was reviewed. The article presented a retrospective multi center study, to evaluate the association between intraoperatively measured residual mitral regurgitation (rmr) and tmpg and 1-year mortality among patients undergoing mitral transcatheter edge-to-edge repair to facilitate decisions on additional devices. Devices mentioned include mitraclip. The article concluded that noth rmr and tmpg were nonlinearly associated with 1-year mortality. At low levels of rmr, changes in tmpg are associated with only small changes in the risk of death. Conversely, at higher levels of rmr, even small changes in tmpg are associated with larger changes in the absolute risk of death. [The primary author and corresponding author was neal duggal at university of michigan institution with corresponding email neald@med.umich.edu]. The time frame of the study was january 2014 to december 2020. A total of 570 patients were included in this study, of which 570 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, myocardial infarction, stroke, atrial fibrillation. (B)(6), unk mitraclip. Peri- and post-procedural complications included death.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: residual mitral regurgitation interacts with transmitral mean pressure gradient to modify the association with mortality following transcatheter edge-to-edge.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, myocardial infarction, stroke, atrial fibrillation. Complications reported included death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "residual mitral regurgitation interacts with transmitral mean pressure gradient to modify the association with mortality following transcatheter edge-to-edge" was reviewed. The article presented a retrospective multi center study, to evaluate the association between intraoperatively measured residual mitral regurgitation (rmr) and tmpg and 1-year mortality among patients undergoing mitral transcatheter edge-to-edge repair to facilitate decisions on additional devices. Devices mentioned include mitraclip. The article concluded that noth rmr and tmpg were nonlinearly associated with 1-year mortality. At low levels of rmr, changes in tmpg are associated with only small changes in the risk of death. Conversely, at higher levels of rmr, even small changes in tmpg are associated with larger changes in the absolute risk of death. [The primary author and corresponding author was neal duggal at university of michigan institution with corresponding email neald@med.umich.edu]. The time frame of the study was (B)(6) 2014 to (B)(6) 2020. A total of 570 patients were included in this study, of which 570 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, myocardial infarction, stroke, atrial fibrillation. (B)(6), unk mitraclip peri- and post-procedural complications included death.